Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronic assembly. The functional testing could not be performed due to the blank display. The insulin pump was received with minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
The customer's father reported via telephone call that the insulin pump began to vibrate and had a blank display. The blood glucose reading was 174 mg/dl. He also reported that humidity had caused moisture visible inside of the screen. The display went blank immediately after moisture exposure. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.